Manufacturer narrative:
The device is an installed centralized pt monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes, and displays pt vital signs data from multiple bedside multi-parameter pt monitoring devices through either wired or wireless connections. Welch allyn factory service confirmed that the system boots up with several file system errors and the system was unable to repair its file system. The hard disk was replaced with a new disk loaded with the correct software. The system passed all functional testing with the new hard drive. The root cause of the problem was the failed hard drive. Welch allyn does not possess troubleshooting capability beyond identifying these subcomponents as the source of the failure.

Event description:
The customer stated that their acuity pt monitoring system froze. When they rebooted the system it gave lots of warning messages pointing to files on the drive and prompts to run fsck (file system check). This resulted in a loss of centralized pt monitoring. The customer did not provide any pt info.